Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event reportedly occurred in the peds; therefore it is presumed the patient was a child.

Event description:
It was reported that during a phone conversation with the customer, the staff was unaware that the infusion devices would not alarm 'occlusion' for an infiltration if it were to occur in the pediatric department. As a result, they have had several infiltrations, assuming the device would alert them with a patient-side occlusion alarm. In this case, patient was receiving a magnesium and saline infusion via lac (left antecubital) peripheral IV, the rn noticed that the patients arm was swollen/taught. The infusion was stopped, the piv was removed and the arm elevated. The bd infusion devices are neither designed, nor intended to detect infiltrations and therefore do not alarm under infiltration conditions.